Event description:
It has been reported to philips that the foot switch intermittently will not trigger exposure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment procedure was completed as planned by stepping on to the footswitch again. The philips field service engineer (fse) went onsite and could not reproduce the issue that was alleged by the customer. However, the wired footswitch was replaced as customer insisted the intermittent issue. The wired foot switch was returned to philips for further analysis. The analysis identified mechanical fault as there was missing anti slip rubbers. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.